Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that drainage was coming from the ipg site and infection was suspected. Patient was orally treated with antibiotics. Surgical intervention took place where the entire system was explanted.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.